Event description:
The physician reported that while interrogating the patient's vns device, low impedance of less than 600 ohms was seen. The vns device was turned off and x-rays were ordered. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the m303-20: sn (B)(4) lead passed all functional tests prior to distribution. Clinic notes dated (B)(6) 2013 were later received which indicate the patient came in to have the vns device disabled for her MRI. There was no recent injury noted and no recent changes in vns. The patient stated that the stimulation is not felt during stimulation on times. The x-rays were sent to the manufacturer for review. The ability to visualize the generator is not compromised by inconsistency between the contrast and brightness. Placement of the generator is normal in the left chest, and the feedthru wires appear intact. The connector pin appeared fully inserted inside the connector block. The ability to visualize the lead is not compromised by inconsistency between the contrast and brightness of the images. A strain relief bend is present per labeling. Three tie-downs are present, one of which is securing a strain relief bend per labeling. Lead is present behind the generator. There are not any gross fractures or discontinuities in the lead. There is a sharp angle and twisting in the lead, located approximately at the level of the clavicle, which by appearances may be due to patient manipulation or twiddling. The lead wires appear intact at the connector pins. Based on the x-ray images, the cause for the low impedance may be attributed to the sharp angle in and twisting of the lead, which appears to be due to manipulation. A portion of the lead behind the generator cannot be assessed; therefore a fracture in that portion of the lead cannot be ruled out. The presence of microfractures and discontinuities in the lead portion not visible cannot be ruled out. Surgery is likely, but has not occurred to date.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement. The lead impedance was not marked. It was reported that the explanting facility does not returned explanted devices for analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of the implanted device. Manufacturer's review of x-rays revealed a sharp angle and twisting of the lead, which may be a cause or contributory factor to the low impedance event.